Event description:
It was reported that the device had flange detect stacking. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Manufacturer narrative:
Correction: annex b: b21 annex c: c21 annex d: d16 additional information: device available for eval? Returned to manufacturer on, device eval by manufacturer? Annex b: b01 annex c: c16 annex d: d03 a device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: field technician stated issue flange detect sticking was confirmed. Received on 27-nov-2024 into bd san diego operation¿s lab. Syringe unit was received unboxed and with paperwork. External inspection reveals the barrel position flag is stuck inwards, confirming the stated failure. Internal inspection reveals an improperly installed flag leaf spring, causing the barrel position flag to get stuck. Improperly installed flag leaf spring. Workmanship at bd manufacturing. Device to be returned to san diego repair center for processing. Recommend bd san diego repair center to replace the flag leaf spring. Failure investigation report attached to on in sap. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had flange detect stacking. There was no patient involvement.